Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported. At this time, no further information is available from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported. At this time, no further information is available from the field. The device has been returned and analyzed.